Event description:
Additional information was received stating after the "pop" he ¿lost all control and went crazy¿. The patient clarified that he couldn¿t talk and had to relearn to walk. The ins depleted after the pop. The patient said the depletion was due to normal battery depletion. This pop occurred in 2019. The patient saw dr.(B)(6) several times. The patient had their device replaced (B)(6)2020. The patient's weight was (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that early this morning the patient was checking their voltage with their patient programmer (pp) and "there was a pop" and the patient said it, "felt like an explosion" in them. They stated they then saw the code 251 and eri appear on the pp screen. Since the "pop" occurred, the patient stated their symptoms have "gone downhill" and now they have "full-fledged parkinson's going on." The patient said they called their healthcare provider (hcp) office prior to calling and they were redirected to the manufacturer. While on the call, the patient confirmed therapy was on and noted eri was still blinking. The patient did not express/allege dissatisfaction with implantable neurostimulator (ins) longevity. A manufacturing representative (rep) was contacted on the behalf of the patient by technical services and it was reviewed to the patient to contact their hcp regarding the eri message.